Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise resulting in automatic mode switching (ams) was observed. Noise was programmed bipolar. The frequency of noise was usually seen to increase after the initial episode was seen. Lead noise may be inappropriately sensed as physiological and thus trigger an automatic mode switch or cause high rate ventricular.

Event description:
Information also noted an insulation breach was documented, which showed as noise. It was noted that the body of evidence suggesting a structural issue with the tendril lead that should prompt internal assessment at a company level. There were no adverse patient consequences.